Event description:
Two medtronic situate rf and x-ray detectable gauzes were introduced through laparoscopic port(s) to achieve hemostasis during a laparoscopic adrenalectomy. After hemostasis, the two gauzes were gently removed/pulled back out through the lap ports. After gauze counts were correct, the laparoscopic incisions were closed and then a mat scan performed, which alarmed detection. A recount was done, and again, confirmed that the two gauzes were accounted for. A hand-held wand was used to verify/confirm and it, too, alarmed. After a closer inspection of the two gauzes removed from the patient, it was noted that the green pocket that contains the rf tag/capsule was torn, and the tag/capsule was missing. The decision was made to proceed with re-entry through a 10 mm laparoscopic port to search for and retrieve the capsule. Vascular surgery was consulted. Using fluoroscopy with a c-arm, the capsule was visualized beneath a loop of small bowel. It was successfully retrieved using an endocatch and removed from the abdomen. The port site was then re-closed.